Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known at this time. The pt experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. There is no evidence at this time that the ncp system caused or contributed to the reported event.

Event description:
Further follow-up revealed that an autopsy was performed. Autopsy report listed the cause of death as status epilepticus. The autopsy found acute hemocongestion of the internal organs, completely liquid corpse block, fluid accumulation in the brain and lung tissue, status post implantation of a vagus nerve stimulator with normal conditions of long duration, status post implantation of a feeding tube into the stomach with normal conditions, minor diaper dermatitis, no evidence of pathological changes or injuries to the internal organs.